Manufacturer narrative:
(B)(4).

Event description:
The patient's father contacted dexcom technical support on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015 the patient had unrecoverable loss of antenna. There was no report of injury or medical intervention. No additional event or patient information is available.